Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose levels (400-500 mg/dl) with acid reflux and nausea, despite multiple supply changes. The customer was uncertain of the suspected cause. The customer delivered a bolus. During troubleshooting with tandem technical support, no issues were identified with the pump or supplies. The customer declined to inspect the site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.